Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. According to provided information, the pump was inspected by local clinical engineering department. Upon their inspection, they performed bench testing and were unable to duplicate the issue. All features/alarms working as expected. Pump was returned to circulation therefore it will not be returned as requested. Therefore, according to provided information, this complaint is considered as not valid as the pump is working properly. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported by customer: patient on very high dose of norepinephrine (>0.7 mcg/kg/min). Was having frequent air in line alarms in another pump. Set up this line and pump as backup. Immediate air in line alarms - unable to clear alarm even after powering pump off and on. Reprimed a new line and grabbed another pump. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.